Manufacturer narrative:
Implant date: the device was implanted in 2019; however, exact date in unknown. Therefore, (B)(6) 2019 will be used as the implant date.

Event description:
It was reported a gore® cardioform septal occluder was implanted in 2019 to treat a patent foramen ovale. In (B)(6) 2021, the patient presented with multiple strokes and is currently being treated with dabigitran. Additionally reported is that the patient has a mass on the left atrial free wall opposite the occluder. The physician alleges that the left atrial eyelet of the occluder has been hitting the left atrial free wall, potentially creating a thrombus of which fragments are causing strokes. It is further reported that the patient has been diagnosed with sarcoidosis and pectus excavatum, which may be related. Dissatisfaction/non-specific (interaction between the left atrial eyelet and free wall of left atrium).